Manufacturer narrative:
Subject device is an instrument and is not implanted. Synthes is unable to provide the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed. No conclusion could be drawn as no product was returned and no lot number was provided.

Event description:
During a procedure, the tip of the implant holder broke off while the implant was being inserted. The tip was stuck to the implant and the surgeon used another device to remove the implant and the broken tip. Surgeon selected a new implant and holder and the procedure was completed successfully with no pt injury. All broken pieces were removed.